Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead was returned. Electrical testing was normal. Visual and x-ray examination of the partial lead were normal as well.

Event description:
It was reported, that the patient's right ventricular (rv) lead was oversensing noise. Resulted in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.